Event description:
The distributor contacted heartsine to report that the device's sound is inaudible. In this state, a delay in defibrillation may occur, as the user unable to hear the voice guidance. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine's investigation of the device and verified the reported fault. This fault was attributed to a failure of the speaker. A further root cause could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the device's sound is inaudible. In this state, a delay in defibrillation may occur, as the user unable to hear the voice guidance. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.